Event description:
Medtronic received information that two years and eleven months following the implant of this transcatheter bioprosthetic pulmonary valve into a failed edwards ce pulmonary conduit, the patient presented with symptoms of fever, chills, and malaise. Blood cultures revealed streptococcus midis in pairs and chains. A peripherally inserted central catheter (PICC) was placed and intravenous antibiotics were initiated. Seven days after admission, the patient was discharged. Four days later the patient was readmitted. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).